Event description:
It was reported that a pt's hand was injured when she was moved to the cradle and slid towards the gantry. Stitches were administered.

Manufacturer narrative:
Pt identifier was not provided. Initial reporter last name and email were not provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.